Event description:
It was reported the er320 was used during an unknown procedure. It was reported the clips did not form correctly. There was no consequence to the pt. 10/09/97 another er320 was opened to complete the case

Manufacturer narrative:
D6; device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspection & results: clip in jaws, yes; damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, no. Functional tests & results: antibackup functional, firing: feed and form conform, jaws: hold clip, and lockout functional, yes; jaws: inside width at tips, .183; and number of clips fed and formed, 6. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the rpt'd incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the formation of the remaining clips. Mfg and engineering have been notified of the rpt'd incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.